Event description:
It was reported that the ventilator had an issue. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The initial information stating just a technical visit with no other additional information could indicate a possible unknown malfunction that could affect essential functions of the ventilator. The information that was received later stated that it was a preventive maintenance visit but during this visit, an expiratory membrane and an o2 cell were also replaced but there was no ventilator malfunction. The expirartory cassette's membrane has limited lifetime of 10 000 000 breathing cycles and should be replaced therefore during pm was this limit or near to the limit. The o2 cell has a limited life time based on used time which is limited to 500000 %hours therefore its replacement during pm was based on this limit or near to the limit.